Event description:
Cleaned out knees (unspecified) [joint irrigation]. Case description: spontaneous report was received on (B)(6) 2012 from a female patient (age not provided), initials (B)(6) with osteoarthritis. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g f-20) injection, dosage regimen not provided. The lot number for synvisc one was not provided. On an unspecified date, the patient's doctor cleaned out her knees. The action taken with synvisc one was not provided. The outcome for the event was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.